Manufacturer narrative:
Electrode belt (B)(4) was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash caused by the lifevest. The patient's physician prescribed an ointment for use on the rash. Follow-up indicated that the rash had not improved and that the patient was following up with her doctor. The current condition of the rash is unknown.